Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of housing damage was confirmed during evaluation of the returned power module (serial number: (B)(6)). The unit was observed to have damage to its top cover as well as its interior rubber vent bands. The damaged components were replaced, and preventative maintenance was performed. The serviced unit was returned to the rental pool after passing a full functional checkout. The root cause of the observed housing damage also could not be conclusively determined through this analysis. The investigation also noted corrosion on the power supply pcb, which was suspected to have caused a slight crackling sound during operation. Functionally, the board performed as intended. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module housing was broken.